Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 486 mg/dl. The troubleshooting was performed. The customer was advised to return the reservoir and transfer guard. The customer threw away the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.